Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was not susceptible to interrogation due to an unidentified telemetry issue. The engineering test page was accessed and the unexplained telemetry trouble was resolved. An interrogation with normal results followed. The patient was asymptomatic throughout.